Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer reported being unable to read anything at near following an intraocular lens (iol) implant procedure. The lens remains implanted. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon stating that the surgery went very well and the patient has had a very good outcome. The patient is comparing her vision to her husband's vision when her husband is intended to read at 12-14 inches but she wanted to be able to read at 18-19 inches.